Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was implanted in the patient and is not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that an embolization hyrdocoil was used in a study patient and upon MRI performed during a follow up visit for the related endovascular procedure, the MRI showed multiple scattered acute to subacute infarcts predominantly distributed throughout left cerebral hemisphere and right sided weakness. The severity was reported as moderate. Substantial disruption of the ability to conduct normal life function reported. There was no action required. The outcome of the ae is ongoing.